Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (resets) was due to corrosion on the battery board, a y1 component internally open, and shorted q1, d2, and u13 components. The root cause for the corrosion was ingress of an unknown liquid. The root cause for the internally open and shorted components could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was resetting.